Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for high blood glucose of 483 mg/dl on (B)(6) 2017. The customer stated they were unable to lower their blood glucose of 353 mg/dl, leading to the hospitalization. Customer was sweating and had a stomach ache from their high blood glucose. The customer was wearing the insulin pump at the time of the hospitalization. The customer's current blood glucose was 230 mg/dl. Customer has treated their blood glucose with a bolus. Troubleshooting did not find ay issues with the insulin pump. The customer was advised to change out the set. The insulin pump will not be returned for analysis.